Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the first night of the trial wasn¿t that great when they were at 0.4v. The patient had since increased to 1.1v, and if they increased higher they were feeling a lot of tingling in their right foot. The patient reported that the healthcare provider found that the ¿left probe¿ didn¿t really work at all, so the healthcare provider just used the right one. The patient reported the healthcare provider told the patient they had a ¿tough ass¿ so it was harder to place the leads. It was noted that the trial began on (B)(6) 2019. The patient was advised to decrease back to 1.1v and to contact their healthcare provider. No further complications were reported.